Event description:
Patient had a 20g peripheral IV flushed well prior to contrast. J loop was straight without resistance on hand flush. When tech attempted to inject contrast, two loud clicks were heard followed by psi on monitor shooting up to 300 psi. Injection was immediately halted before syringe had a chance to eject off the injector.